Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl. It was also reported that the pod was experiencing a communication problem while priming. Symptoms reported include hyperglycemia, dehydration and vomiting. The patient was treated with IV (intravenous) insulin and potassium. The patient was released the following day. The pod was worn when seeking medical attention but was taken away by the doctor.